Event description:
It was reported that the connector for the ¿pig tail¿ on the analyzer was broken. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).